Event description:
Complainant alleged that while attempting to defibrillate an (B)(6) year old male patient, the device displayed a "poor pad contact" message. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.